Event description:
It was reported that the pump showed force sensor test. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was in excellent condition and the entire plunger case assembly was contaminated (fluid ingression). Event history log (ehl) showed system failure: force sensor test. Positive supply bgnd test. Power up process and force sensor calibration were performed, and the reported problem was duplicated; due to fluid ingression into the plunger head. The root cause of the issue was deemed a result of customer's improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced multiple components (entire plunger assembly), performed all functional testing which passed.